Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon catheter entrapment with a guide wire occurred. The physician was treating a 90% stenosed lesion located in the calcified and moderately tortuous common iliac artery (cia). Vascular access was obtained through the left femoral artery. This 7.0 x 40/135 (4f) sterling balloon catheter was advanced over an unknown 0.014 guide wire to treat the lesion. During withdrawal, the sterling balloon catheter became stuck with the guide wire. The balloon catheter and guide wire were removed from the patient together as a unit without complications. The procedure was completed with another sterling balloon catheter. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon catheter entrapment with a guide wire occurred. The physician was treating a 90% stenosed lesion located in the calcified and moderately tortuous common iliac artery (cia). Vascular access was obtained through the left femoral artery. This 7.0 x 40/135 (4f) sterling balloon catheter was advanced over an unknown 0.014 guide wire to treat the lesion. During withdrawal, the sterling balloon catheter became stuck with the guide wire. The balloon catheter and guide wire were removed from the patient together as a unit without complications. The procedure was completed with another sterling balloon catheter. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with dried blood in the shaft. Visual and tactile inspection of the shaft revealed a separation located approximately 37cm from the distal end. Magnified and tactile inspection of the shaft revealed a kink in the inner shaft and balloon located approximately 1cm from the tip. Examination of the material surrounding the separation and kink did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the incident. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The guide wire used in the procedure with the complaint device was not returned. Guide wire movement difficulties could not be confirmed due to the separated shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).